Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found that as received, only distal portion of a partial lead was returned in one piece. Visual inspection found two external insulation abrasions that breached the ring electrode cable lumen, superior vena cava cable lumen, inner coil lumen, and ptfe liner between the shock coils. The ring electrode cable coatings were found abraded in these locations. Electrical tests did not find any indication of conductor fractures or internal shorts. The cause of external insulation abrasions is consistent with friction to another device or feature of patient anatomy.